Manufacturer narrative:
Internal complaint reference case (B)(6).

Event description:
It was reported that the fast fix 360's t2 came out automatically, t1 had already been deployed, during a meniscus repair procedure. There was a backup device available. No delays or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals t1 has become detached from the needle. The t2 anchor appears still attached on the needle. The device doesn't appear to show any signs of damage. A visual inspection revealed the device has been returned outside of original packaging. The t1 anchor has been detached from the needle. The t2 anchor is as manufacturer intended. The device has saline debris along handle. No visual damage to the device. A functional evaluation revealed the device functioned as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.